Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was removing insulin from the cartridge with a needle and syringe. Tandem customer technical support advised customer to never take insulin out of the cartridge. The customers blood glucose level was 372 mg/dl. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Device not returned.